Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received from the clinical site stating that: the automated impella controller (aic) was not exchanged in the case- the purge cassette was replaced and the pump primed, however it was the provider's decision not to use. The aic was replaced and stated the purge primed slowly.

Manufacturer narrative:
Corrected data: d1 brand name updated/corrected. G07001 inadvertently omitted from h6 in follow up report.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
(B)(6) did not prime adequately. Per the circulator, the purge system primed incredibly slowly and subsequently primed the pump very slowly compared to other cases. Device was subsequently removed. The reported events are priming issue, medical device removal, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the device removal; however, the removal was performed with no consequence to the patient, and support was resumed without any known adverse events.